Manufacturer narrative:
This report is being filed on an international product, list 08k25-25 that has a similar product distributed in the us list number 08k25-57. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer experienced a falsely elevated ipth result for one patient. (B)(6) 2013 initial 91 pg/ml. The patient was tested at another lab on an unknown method with the result of 46pg/ml, an aliquot of this sample was tested at another lab and the result was 41 pg/ml. There was no impact to patient management.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical complaints (both trending and lots), accuracy testing and a review of labeling and a design history and study review. Historical complaint reviews did not identify an adverse trend. Labeling was reviewed and found to be adequate. Assay performance was evaluated by: accuracy testing was completed to evaluate the likely cause reagent lots using file samples of reagent lot 01212g000 to evaluate the assay performance. The testing met acceptance criteria. A study was reviewed titled: "performance characteristics of six intact parathyroid hormone assays". The review indicated that while the architect ipth assay showed a positive bias, it correlated well against the roche module e170. Four other assays were also evaluated against the e170 and all correlated well. A review of release testing which included the trending of human serum/plasma panels, tested as part of product release testing, demonstrate the assay has not shifted over this period of time. A product deficiency was not identified for this issue. In addition, there is not enough information to reasonably suggest a malfunction had occurred. The issue was limited to a single patient. The customer was not running controls per the package labeling, and the calibration curve was greater than 30 days old. The testing and quality data review indicates that the assay is performing acceptably. Based on the results of this investigation, the architect ipth reagents are performing as intended and no additional product issues were identified.

Manufacturer narrative:
Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.